Event description:
It was further reported that the denovo index lesion was located in the apical region of the left anterior descending artery with tortuosity noted proximal to the lesion. On 426 post index procedure the stent thrombosis was treated with thrombectomy and implanting a non-bsc stent, not the implant of a promus stent as previously reported. The patient's condition was recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a late stent thrombosis. The lesion being treated is unknown. The physician implanted a taxus liberte stent of unknown size. After the procedure the patient experienced a late thrombosis. The physician treated the thrombosis by implanting a promus stent.